Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a total hip arthroplasty, the instrument reportedly stopped grasping, twisted, overwound, and fell apart. No further information provided.

Manufacturer narrative:
Concomitant medical products: g7 str modular shell inserter catalog#: 110003451 lot#: 545550. Complaint sample was evaluated and the reported event was confirmed. The inserter shows signs of repeated use over a potential field service lifetime of approximately 1 year. The handle shaft is slightly scratched and the strike plate exhibits dents and dings. All damage observed is consistent with the appropriate use of the device. As the inserter shaft could not be located at the time of investigation, the part could not be evaluated. However, based on the photos received, the complaint can be confirmed as the threads are clearly shown to be fractured. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.